Event description:
It was reported that the patient almost fainted and had to sit on the floor. As no lead dislodgement was identified on the x-ray, a lead revision was performed for a possible dislodgement. The slacks of both the atrial and ventricular leads were adjusted and fixation of the device was checked again. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.